Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of hospitalization. Customer stated that the blood glucose went to 500 mg/dl and they had insulin pump with them, they tried another set and blood glucose did not came down. Customer experienced dizziness. Customer treated for high blood glucose with pen, manual injections and bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin and novalog for high blood glucose at hospital. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.